Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. No blank display or alarm noted.

Event description:
The customer stated that the insulin pump was alarming during the manual prime. The customer also reported a blank display after a battery change. Advised the customer that the insulin pump would be replaced. Nothing further was reported.